Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their cardiac resynchronization therapy defibrillator (crt-d) "went dead after two and a half years." The disposition of the device is unknown. No patient complications have been reported as a result of this event.